Manufacturer narrative:
The consumer was using their rollator when they blacked out and fell into the rollator. They woke with the rollator bent around her, the consumer states they went to their dr, and minor bruises are reported. No malfunction is apparent. MDR filed solely on alleged unconfirmed medical intervention.

Event description:
The consumer alleges the brakes were locked and she lost her balance and fell into the rollator and fell on top of it, causing it to bend around her. The consumer allegedly blacked out and woke up with the rollator bent around her. No serious injury is alleged.